Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering because when reservoir goes below 43 it seems like insulin pump stops pushing insulin through. The customer blood glucose level was 285 mg/dl at time of incident and the current blood glucose level was 152 mg/dl, 147 mg/dl and treated with syringe. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not have a tubing clamp available. Customer states the insulin pump passed displacement test. The insulin pump will not be returned for analysis.